Manufacturer narrative:
This report is being supplemented to provide additional information about the investigation. It is possible that the ceramic tip damage was induced by thermo-mechanical fatigue. The evaluation results did not change.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Furthermore, the following additional issue (non-reportable) was identified during inspection: the sealing ring was damaged. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: wear and tear, wrong handling. This issue is addressed in the instructions for use (IFU): visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Impact, fall, shock, or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Olympus will continue to monitor the field performance of this device.

Event description:
The customer returned the resection sheath, to olympus repair center for evaluation of a reported broken ceramic tip that was found during reprocessing. The intended procedure was a therapeutic, intrauterine resection procedure. The procedure was completed using a similar device. There were no reports of patient harm.